Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (400 mg/dl). The cause of the high bg was not known. The customer was very lean and was new to pump therapy. The contact changed the pump supplies and the bg was not resolved. A bolus was delivered to address the bg level. As the reported event had occurred in the past, tandem technical support advised the contact to discuss the high bg with a healthcare provider.